Event description:
Lens was inserted into pt's left eye. Doctor noticed an oily film smudge mark on the back of the lens when looking at it under the microscope. Lens had to be removed and replaced with another one. Removed lens was sent to pathology for gross analysis then sent to the company for analysis.